Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported a pump alarm was received; the type of alarm could not be verified by the customer. After placing the pump into storage mode, the customer observed that a malfunction alarm occurred. Blood glucose level was 363 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported alarm undefined was identified.